Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a (B)(6) regarding a patient receiving morphine via an implanted pump. It was reported, in (B)(6) of 2014 the patient's pump was replaced due to normal battery end of life. The catheter was scheduled to be replaced, but for some reason the surgeon did not replace it. It was noted the catheter had failed a pre opt test. The surgeon assured the patient that they had fixed the tangled area and all should be fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.